Event description:
It was reported that the lock bottom doesn't work no more, it doesn't stay locked.

Manufacturer narrative:
It was reported that the lock bottom doesn't work no more, it doesn't stay locked .the actual device has not been evaluated, other devices that have been evaluated and the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Confirmed to be the same malfunction found in 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.